Event description:
It was reported that at the onset of pumping, the pump experienced "balloon disconnect" alarms and pumping stopped. The patient was transferred to another pump with no complications.